Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028 parsippany.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. D10: cat #: 11-107122 / freedom all poly cup 50mm / lot #: 191490; cat #: 010001004 / g7 screw 6.5mm x 60mm / lot #: 3895696; cat #: 00662406530 / bone screw self-tapping 30 mm length 6.5 mm dia. / lot #: 65140220; cat #: 00662406560 / bone screw self-tapping 60 mm length 6.5 mm dia. / lot #: 64776802; cat #: 802403603 / constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners / lot #: 3089039. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a bilateral hip revision approximately one year and three months post implantation due to an acetabular fracture. The shells, screws and heads were removed and replaced. It was reported that no additional information on the reported event is unavailable at this time.